Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer reset the pump independently, and the malfunction did not recur. They were advised by technical support to continue using the pump and to call back if the issue happens again.